Event description:
It was reported that the lead had high impedances and that there was a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. Max vpace impedance rises and varies from an approximate baseline of 675 ohm the week ending (B)(6) 2013 to 1200 ohm the week ending (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 227 of 1038 lifetime v-sic occurred since (B)(6) 2013. 37 non-sustained tachycardia and four ventricular fibrillation episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013.

Event description:
It was reported that the lead had high impedances and that there was a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.